Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and patient need a magnetic resonance imaging (MRI) compatible device. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy. No device malfunction was suspected.